Event description:
It was reported that the patient had an inappropriate shock due to atrial fibrillation. The clinic has now reprogrammed the sensing vector. A follow-up was also scheduled. There were no additional adverse patient effects. The system remains implanted.